Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad trace. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The sensor glucose reading was 180 mg/dl, but the customer did not know the blood glucose reading. He stated that the act button did not respond and that the esc button worked, but when he pressed the b button, the device took him to the sensor glucose graph instead of the blood glucose entry prompt. He also noted that the up and down arrow buttons did not respond. He reported that, prior to the keypad issues, he had spent time near the beach but the insulin pump had not been exposed to water. Advised replacement of the insulin pump. Nothing further reported.